Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. Although the returned monitor met functional and thermistor testing requirements; a high rate of discrepant results was observed during the investigation. The customer's complaint was replicated during in-house testing. Retained strips of the reported lot were tested because the customer's strips were not returned. Donor testing was performed with the returned monitor and retained strips for lot 370763ar. A discrepant result observed during inhouse testing. A statistical analysis of an impedance curve associated with an in-house discrepant result was performed and found to have a weak-slope change. Impedance curves with weak slope changes can result in discrepant results. This issue is related to the software on the monitor and was addressed in CAPA-(B)(4). The customer's inr results were successfully located in the memory of the returned monitor. Impedance curve analysis could not be performed on the results from (B)(6) 2015; as these were not within last 4 results. The inratio meter can only store up to 4 impedance curves. A statistical analysis of the impedance curve associated with the customer's results of 1.6 from (B)(6) 2015 and 1.6 from (B)(6) 2015 determined that the curve exhibited no curve abnormalities or weak slope change. A review of the in-house testing history for strip lot 370763ar was conducted. In-house testing on the reported strip lot met accuracy criteria. Manufacturing batch record review revealed no relevant non-conformances. The lot met release specifications. Further investigation performed under CAPA (B)(4). (B)(4) was initiated to investigate the root cause of the high rate of discrepant results observed during the investigation.

Event description:
The following information was received via telephone call. Results are as follows: (B)(6). Therapeutic range: 1.5 - 2.0. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Additional manufacturer's narrative: retained strips of lot 370763a were tested because the customer's strips were not returned and retained strips of the reported lot (370763ar) had been depleted prior to the investigation. (B)(4) was opened to investigate the increase in discrepant results during in-house complaint investigations using donor testing. Investigation identified an issue with sample collection that led to increased discrepant results during donor testing. Re-evaluation of lot 370763a based on this investigation showed the lot to be performing as expected.